Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 3.5mm in diameter right coronary artery (rca). After a non-bsc guide wire crossed the lesion, predilation was performed using a 2.5x20mm maverick balloon catheter. Subsequently, a 3.50x20mm promus element &#10244;rug-eluting stent was advanced; however, resistance was encountered while crossing the lesion. After so many efforts in crossing the lesion, the physician was able to advance the device and deploy the stent. Post deployment, angiography was performed and a mild dissection was noted at the distal site of the lesion. A 3x15mm non-bsc stent was advanced and deployed to cover the dissection, and the procedure was completed. No further patient complications were reported and the patient's status was stable and responding well to medicines.